Event description:
It was reported that during a roux-en-y procedure, the device shot out multiple clips at the same time. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 12/4/2007. Info anticipated, but unavailable at this time